Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, the returned catheter has been analysed by our quality control laboratory and a visual and functional control were performed. Functional control confirmed the error e001. Visual inspection revealed that the microcable is brocken near the dongle shell, due an excessive and abnormal traction during use. To conclude, the rupture of the microcable and so the e001 is due to a misuse of the device, or to an excessive traction by the restless patient.

Event description:
The probe has implanted on (B)(6) 2020 at night. On (B)(6) 2020, the monitor showed e001. During the night, the patient was restless, he could have pulled on the catheter.